Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for low blood glucose. It was stated that two hours after being in the emergency room the customer's glucose levels were 40mg/dl. Prior to hospitalization while connected to the insulin pump, the customer primed maybe over 100u of insulin. The customer was treated and released the next day, no further information was provided.